Manufacturer narrative:
The pump gave a failed radio frequency alarm during the self test due to a faulty component on the radio frequency board. Unable to test with the minilink transmitter due to the alarm. The pump also had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with radio frequency pic failed self-test. The customer states the alarm was been reoccurring, and they have cleared the alarm and had the pump count down and go back to normal. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.